Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three months following an intraocular lens (iol) implant procedure, the iol was exchanged for another lens model with less power. The reason given for the lens exchange was "mechanical complications." Additional information has been requested.